Manufacturer narrative:
(B)(4). Returned meter evaluated. Can't reproduced original complaint. Meter not operational due to a pcb contamination induced by customer. Can't produced a result. Test strips not returned for evaluation most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 600, 517 and 321 mg/dl. The customer's expected fasting blood glucose test result range is 170 - 215 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 443 mg/dl and 447 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 600mg/dl (B)(6) 2017 05:59 pm fasting:yes. A 517mg/dl (B)(6) 2017 08:30 am fasting:yes. A 321mg/dl (B)(6) /2017 09:00 pm fasting:yes. A 228mg/dl (B)(6) 2017 06:49 pm fasting:yes. A 320mg/dl (B)(6) 2017 08:00 pm fasting:yes. Memory concerns:customer is concerned with all fasting high results obtained.